Event description:
I have a rested bipap machine air curve 10 in which I used for many years. Then I got a so clean machine to use to clean it. I started having adverse effects, burning throat , headaches. I got to where I couldn't tolerate the machine so I quit using it. FDA safety report ID# (B)(4).